Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that insertable cardiac monitor (icm) exhibited premature battery depletion. No intervention was reported. There were no patient consequences.